Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset (por) that was noted on a remote transmission. The patient was brought in to the clinic to clear the por and all measurements were within normal limits and the ipg was reprogrammed back to previous values. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.